Manufacturer narrative:
Evaluation of the first returned smart coil confirmed that the embolization coil was intact. Further evaluation revealed the pusher assembly was fractured and kinked on its proximal end. If the pusher assembly is kinked, the pull wire may become pinned within the hypotube causing resistance. During functional testing, the pull wire was retracted manually on the proximal end of the pusher assembly with resistance due to the pusher assembly kink, and the embolization coil was able to be detached. The pusher assembly kink may have contributed to smart coils inability to detach during the procedure. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed a kink in the distal end of the introducer sheath. If the introducer sheath is mishandled at extreme angles during use, damage such as this may occur. During functional testing, the smart coil was advanced through its introducer sheath with resistance due to the introducer sheath kink. The smart coil was then advanced through a demonstration microcatheter with resistance due to the pusher assembly kinks that were present along the device. The pusher assembly kinks may be incidental to the reported complaint and may have occurred during packaging the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02083 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02083.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, it was reported that one smart coil failed to detach in the target location using the handle and another smart coil would not advance into the microcatheter. Therefore, both smart coils were removed. The procedure was completed using new smart coils and the same handle. There was no adverse effect to the patient.